Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the shift check, a fully charged autopulse li-ion battery (sn unknown) did not power up. A known good autopulse platform. No additional information was provided. No patient involvement.

Manufacturer narrative:
Received additional information: b5, (describe event or problem) serial number for battery 1 of 2 (sn (B)(6)). Correction: d4, serial number was updated.

Event description:
During the shift check, the customer reported the fully charged autopulse li-ion battery (sn (B)(6)) did not power on the autopulse platform. The user installed a second battery (sn (B)(6)), however, the platform could not power on again. Both batteries were fully charged before the use and the status leds were showing 4 solid green lights, indicating that the batteries were fully charged. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01900 for the autopulse li-ion battery 2 of 2 (sn (B)(6)).